Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. It was reported, on (B)(6) 2021, the patient complained of dysuria, urgency, pain and discomfort. On (B)(6) 2021, the patient was re-admitted. Urine culture was performed and it showed white cells in it. The abdomen of the patient was very tense in the lower part and he was dull to percussion. The physician performed computerized tomography (CT) scan and it showed an abscess. The physician concluded that the abscess was caused by the spaceoar while dysuria, pain and discomfort were caused by the abscess. The urologist drained the abscess with interventional radiology (ir) transrectally, draining 21cc. The patient was put on vancomycin and intravenous(IV). He was also treated with cefotetan intraop and ceftonir (omnicef) for 5 days. Another computerized tomography (CT) scan was performed and it showed that abscess was markedly decreased. Reportedly, the patient has fully recovered. The patient completed stereotactic body radiation therapy (sbrt) cyberknife on the first week of (B)(6) 2020.